Event description:
Rn was at bedside assessing cerebral spinal fluid (csf) drainage. Rn opened slide clamps on the tubing between the graduated cylinder and the drainage bag. Upon opening the upper slide clamp (nearest to the graduated cylinder) the tubing disconnected from the lure lock sampling port on the side proximal to the graduated cylinder.